Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse was onsite and isolated the issue to a thumbwheel switch problem. The fse replaced the thumbwheel switch pn (B)(4). As of this date the part has not been received for evaluation. When it has been received and evaluated a supplement will be filed.

Event description:
The following description of the event was received from carefusion fse on (B)(6) 2014. The carefusion fsr called and was doing 4k/3year pm on unit and the upper thumbwheel is set at 40 and the map is at 20. The max map exceed alarm is active. There was no indication of patient involvement.

Manufacturer narrative:
Device evaluation: the 3100b thumbwheel switch was fully evaluated but no failure was detected. The reported issue could not be duplicated so no root cause could be determined. Unit sent to scrap. If additional information becomes available then a supplemental report will be filed.